Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number has not been provided. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 3 sensor. Customer's caregiver reported the customer was at school when the low glucose alarm did not sound and as a result, the customer experienced a loss of consciousness. Customer was treated with unspecified nasal spray for hypoglycemia and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Procode and PMA/510(k) # reflect same/similar freestyle libre 2 product as freestyle libre 3 is currently not approved for use in the us. Model # is associated with the freestyle libre 3 on market in country of complaint origin.

Event description:
An alarm issue was reported with the freestyle libre 3 sensor. Customer's caregiver reported the customer was at school when the low glucose alarm did not sound and as a result, the customer experienced a loss of consciousness. Customer was treated with unspecified nasal spray for hypoglycemia and no further treatment was reported. There was no report of death or permanent injury associated with this event.